Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet using the usb cable and wall adapter, which prevented the pump from charging. Additionally, the customer reported that the usb cable was bent and frayed. The customer's blood glucose (bg) level was 292 mg/dl. Reportedly, the pump was able to charge successfully using an alternate usb cable and portable battery charger.